Event description:
Additional information received indicated the event was discovered remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had sensing issues on the discrimination channel which led to inappropriate anti-tachycardia pacing (atp). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was over-sensing. The cause of the over-sensing was unspecified. There were no reported patient symptoms. Further information was requested but not received.